Event description:
It was reported that the implant lasted less than one yr. The pt was stimulated at 3.5v, the battery was already depleted. The parameters programmed at the last f/u in 2009 were amplitude 3.8v, pulse-width 270, frequency 70 hz, with two active electrodes (one positive, one negative). Continuous stimulation 24 hrs/day. The stimulator always worked with one program with only two electrodes activated and used continuously. The pt arrived at the hosp with no telemetry possible, and the stimulator switched off. The stimulator was replaced. The pt was ok after the replacement.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.